Event description:
It was reported that customer experienced keypad anomaly. Customer's blood glucose was unknown. It was reported that esc button was not responding and up and down buttons were delayed. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was found on the keypad traces. No button delay was noted. The insulin pump was received with some cosmetic damage.